Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized due to unexplained hyperglycemia on (B)(6) 2026 at (B)(6). The patient's blood glucose levels reached 1170 mg/dl while wearing the pod between 49 and 71 hours on the arm. It was reported that the patient experienced shortness of breath and elevated blood pressure. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with their regular medications and standard supportive medical care during hospitalization. The pod was removed at the hospital and the patient was released on (B)(6) 2026.